Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2218-50, serial: (B)(4), batch: 5170646/5168984/5162114.

Event description:
It was reported that the patient was experiencing worsening of low back pain. The physician suspected that the outside percutaneous leads were the cause of the patients pain as they were irritating the nerve roots. The patient underwent an explant procedure wherein the two leads were removed. No device malfunction was suspected. The patient was doing well postoperatively. The explanted leads were discarded.